Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient has received 12 inappropriate shocks. In two episodes the patient received inappropriate anti-tachycardia pacing (atp) and 5 shocks resulting in therapy exhaustion. Boston scientific technical services (ts) confirmed this was normal device operation given how the device was programmed and the patient condition. Programming changes were made, but another inappropriate shock was delivered. Further programming changes were made to prevent the inappropriate shocks. No additional adverse patient effects were reported.